Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose values. The customer¿s low blood glucose values was unknown. Customer's other blood glucose value was 129 mg/dl the customer treated low blood glucose with food. The customer alleged that the insulin pump was over delivering insulin. The customer was wearing the insulin pump within 48 hours of the reported event. Customer stated that the drive support cap was normal. The insulin pump will return for analysis.